Manufacturer narrative:
Eval: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause of the alarms was an intermittent short circuit within the section of cable terminating in ECG node "b". When the cable was flexed and ECG signal would intermittently become corrupted from ECG noise. The likely cause was a strand of the braided shield that surrounds the multi-conductor cable had punctured the insulation of one of the wires within the cable. When the cable was flexed in a certain way the shield strand would intermittently short the conductor to ground. The damaged section of cable will be replaced. The root cause of the cable damage cannot be positively identified. Monitor operated according to specifications. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.

Event description:
A male patient contacted lifecor customer support to report that 10 minutes after the patient services representative left, the device began alarming and quickly escalated into the vibration on back and "shock is about to be delivered" mode. Support answered his questions and concerns and also did some troubleshooting, i.e.: making sure garment was fitting properly, lotion on electrodes, etc. No alarms occurred during this conversation (which lasted approximately 30 minutes). Patient called customer support back after getting home and downloading data. He said that as they were leaving the hospital, the alarming began again and continued all the way home. He stated that he was upset about the timing of the fitting. He just had surgery and was still groggy during the training and complained that it was too rushed. He stated that the surgery he had was called a "temporary perma cath". The left strap of the garment was not secured because of the fresh incision. Patient stated he was in so much pain he could not even put a t-shirt on. The patient's electrode belt and monitor were replaced as a precaution. During a follow-up call with the patient 3 days later, the patient stated he has not had any alarms with the new equipment.